Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages including worn keypad and scratched display lens. On investigation, the battery compartment was found to be cracked with no evidence of moisture intrusion within the battery compartment. The threads on the battery cap were stripped and unable to tighten properly onto the pump. A power loss was observed. A test battery cap was used and also unable to tighten fully but the pump powered up to a dim and discolored verify screen with appropriate audio/vibration alerts. The pump was exercised for 24 hours without incidents. When the pump casing was opened, no evidence of moisture intrusion or loose component was found inside the pump. In addition, the contrast, ¿up¿ and ¿down¿ buttons responded intermittently while the ¿ok¿ button responded properly. Removal of the keypad cover found contamination under all the button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked, the battery cap was damaged, the display was dim/discolored, some of the buttons responded intermittently and contamination was found under the button contacts. This report is made based on results of investigation completed on (B)(4) 2013.